Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that there was poor coupling with recharging and it was taking too long to charge. The patient stated they do not let it go below ¼ full and they reposition the antenna while recharging. The patient could not troubleshoot due to lack of access to the products. The patient was advised to call back when they were recharging to troubleshoot. No patient complications were reported as a result of this event.